Manufacturer narrative:
The device was returned for inspection and customer allegation was confirmed. There were few additional findings. Due to a cut on bending section cover or distal sheath, water tightness was lost. The adhesive on bending section cover was worn and the bending tube cable supports were detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that leakage was noted on the uretero-reno videoscope , approximately one and a half centimeters from the distal tip. The issue was found during reprocessing. There were no reports of patient harm associated with the event. The demo device was returned. An evaluation of the returned device revealed, the bending section and the bending section cover was broken. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the exposed wires at the bending section was broken by application of physical stress during user handling. It was possible that components of the bending section were damaged and deformed during user handling, which pushed up a-rubber. The protruding a-rubber was rubbed excessively, leading to damage of the a-rubber. The event can be detected/prevented by following the instructions for use which state: ¿IFU: urf-v2/v2r operation manual - important information ¿ please read before use_ precautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - chapter 4 operation 4.1 warnings and cautions: operation :do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. :do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ olympus will continue to monitor field performance for this device.